Event description:
Customer reportedly received the following results within 10 minutes on the same device: 169 mg/dl, 417 mg/dl, 178 mg/dl, 107 mg/dl, 105 mg/dl, 165 mg/dl, and 145 mg/dl. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.